Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found that only the middle portion of the lead was received. An insulation abrasion was noted at 10.8 cm to 11.44 cm from the proximal end of the inner coil. The abrasion was consistent with constant friction to another implantable device.